Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated my uterus") and device expulsion ("migrated and perforated my uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during insertion essure coil one of her fallopian tubes spasmed through the entire procedure and made it painful and difficult to complete the procedure" in 2009. The patient's past medical history included gravida I and parity 1 (dob: (B)(6)). Concurrent conditions included obesity and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis interstitial ("interstitial cystitis"). In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain/lower back pain"), mood swings ("mood swings"), night sweats ("night sweats"), urinary incontinence ("bladder incontinence"), micturition urgency ("urgent and frequent urination"), pollakiuria ("urgent and frequent urination"), gastrointestinal disorder ("bowel issues"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), peripheral swelling ("swelling in legs and feet"), abdominal distension ("severe painful bloating"), weight increased ("weight gain"), lymphadenopathy ("swollen glands"), pyrexia ("unexplained fevers"), vision blurred ("blurred vision"), dizziness ("dizziness"), neuralgia ("nerve pain"), allergy to metals ("hypersensitivity reaction to nickel") with rash, blood pressure increased ("elevated blood pressure"), procedural pain ("during insertion essure coil one of her fallopian tubes spasmed through the entire procedure and made it painful and difficult to complete the procedure"), fallopian tube spasm ("during insertion essure coil one of her fallopian tubes spasmed through the entire procedure"), mental disorder ("essure caused or aggravated psychiatric and /or psychological conditions "), menorrhagia ("heavy periods") and pelvic adhesions ("lysis of adhesions"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia") with headache, musculoskeletal pain, arthralgia, dysmenorrhoea, paraesthesia, restless legs syndrome and irritable bowel syndrome and treatment noncompliance ("did not used birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy) and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, fatigue, mood swings, night sweats, urinary incontinence, pollakiuria, gastrointestinal disorder, feeling abnormal, memory impairment, breast pain, breast tenderness, peripheral swelling, abdominal distension, weight increased, lymphadenopathy, vision blurred, dizziness, neuralgia, blood pressure increased, fibromyalgia, cystitis interstitial, procedural pain, treatment noncompliance, mental disorder, fallopian tube spasm and pelvic adhesions outcome was unknown, the back pain had not resolved and the allergy to metals and menorrhagia had resolved. The reporter considered abdominal distension, allergy to metals, back pain, blood pressure increased, breast pain, breast tenderness, cystitis interstitial, device expulsion, dizziness, fallopian tube spasm, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, lymphadenopathy, memory impairment, menorrhagia, mood swings, neuralgia, night sweats, pelvic adhesions, peripheral swelling, pollakiuria, micturition urgency, procedural pain, pyrexia, treatment noncompliance, urinary incontinence, uterine perforation, vision blurred, mental disorder and weight increased to be related to essure. The reporter commented: she had not sought medical treatment for restless leg syndrome diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: her that her fallopian tubes were blocked most recent follow-up information incorporated above includes: on (B)(6) 2017: new events: headaches, fatigue, pain in my lower right side pain in my lower right side)/pelvic pain, joint pain and muscle aches, back pain, hip pain, night sweats, mood swings, extremely painful periods/heavy painful periods, cramping, bladder incontinence, urgent and frequent urination, bowel issues, brain fog, forgetfulness, breast pain, tenderness, swelling in legs and feet, severe painful bloating, unexplained fevers, swollen glands, blurred vision, dizziness, nerve pain, tingling in hands and feet, allergic reactions, rashes, elevated blood pressure, essure caused or aggravated psychiatric and /or psychological conditions, restless leg syndrome, fibromyalgia, interstitial cystitis, irritable bowel syndrome, during insertion essure coil one of her fallopian tubes spasmed through the entire procedure and made it painful and difficult to complete the procedure, did not used birth control or contraception at any time following her essure placement procedure were added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.